Event description:
It was reported in a service report, the cot would not lower and that a technician allegedly developed back pain trying to operate the unit. The technician later had x rays conducted and was prescribed medication.